Event description:
It was reported that a channel disconnect event occurred. The infusion was fentanyl 1000mcg/100ml running at a rate of 20 ml/hour and had been infusing from 10pm to 5am without any issue. Following the channel disconnect, the user removed and reattached the module and still experienced a channel disconnect. The module was then changed out for another one. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: imdrf annex a, g and b codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a channel disconnect event occurred. The infusion was fentanyl 1000mcg/100ml running at a rate of 20 ml/hour and had been infusing from 10pm to 5am without any issue. Following the channel disconnect, the user removed and reattached the module and still experienced a channel disconnect. The module was then changed out for another one. This was reported to bd representatives during their site visit. There was patient involvement but no harm.